Event description:
It was reported that the pt experienced withdrawal with increased baseline pain, nausea, hallucinations, and vomiting. The pt presented to the ER. It was noted that the pt was last seen on (B) (6) 2009 when a drug change had occurred. The pump was used to deliver morphine, bupivicaine, and fentanyl. Device troubleshooting was being considered. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).